Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator could not be connect to healthcare information system (hcis). There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported on 30dec2024 that there was no issue with the device. No repair was performed on the device.